Event description:
It was reported that during a low anterior resection procedure, the device functioned as intended and the staple line looked fine. A leak test was performed and a leak was detected. The surgeon thinks the device may have fired malformed staples. The procedure was completed with a ussc ta55. There was no patient consequence.